Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) at (B)(6) due to recurrent uti, mesh complication, dyspareunia, cystocele and urinary obstruction. It was also reported that the patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6), m.d. At (B)(6), due to urinary retention secondary to urethral outlet obstruction. (B)(4).

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) at (B)(6) due to recurrent uti, mesh complication, dyspareunia, cystocele and urinary obstruction. It was also reported that the patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6), m.d. At (B)(6), due to urinary retention secondary to urethral outlet obstruction.